Event description:
It was reported that the customer experienced an instance where the pump failed to charge. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.